Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he got pushed into the equipment at work. The customer reported that his pump had a large black spot on the screen and he was not able to read it. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.